Manufacturer narrative:
Product analysis: the main printed circuit board (pcb) was out of electrical specification. The upper case was broken, both bails and bail covers wer e missing, and the battery drawer cap was missing. The epg was returned unrepaired to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output. The epg was returned for service. There was no patient involvement.